Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 06/20/2017, that on (B)(6) 2016, the patient experienced a hypoglycemic event. The patient contacted dexcom regarding education on their device. During the phone call, the patient mentioned that they were in a coma for 6 months due to a low. There were no further event details provided. There was no allegation of malfunction against the device. The patient did not state that this event was related to the dexcom system. No additional or event information is available.